Event description:
The distributor (B)(6) reported that the torque wrench broke when using it. It broke during the operation in the final tightening step. The tip was disposed by the customer.

Manufacturer narrative:
Additional info has been requested and if made available will be reported in a supplemental. Method, result and conclusion will be made available following engineering eval.